Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. Inflation was performed three times at below 14 atmospheres for 30 seconds respectively. However, during the third inflation at 10 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6).